Manufacturer narrative:
Smiths medical has received the product sample. A full investigation is anticipated, but not yet begun as the product is in transit to its investigation site. Once the device sample has been investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
The homecare service facility reported that a patient's tracheostomy tube was observed leaking at the cuff after 5 days of use. An emergency tracheostomy tube change was required. No permanent injury reported.

Manufacturer narrative:
One tube was returned for evaluation. Tube was injected with 13 ml of water and allowed to sit for 18 hours to test for leaks. No leaking was observed. A review of the device history found no anomalies or discrepancies. All parts are 100% leak tested by operator and quality assurance prior to release. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.